Event description:
The customer reported that when she woke up in the morning she noticed that the piston came out from the back of the insulin pump. The caller stated that she did not receive any alarm. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with loose motor support disk.